Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device was empty, and nurse needed to add water, but there was a red box on the screen that would not go away. They received error 72 (non-recoverable system error). The patient had been on therapy for some time and was in the rewarm phase when device began alarming. Mss had nurse to power off device and power back on and selected continue current patient and again received error 72 (non-recoverable system error). Mss explained nurse that they would need to swap out device and send this one to biomed for evaluation. They confirmed they do have another device they could use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was empty, and nurse needed to add water, but there was a red box on the screen that would not go away. They received error 72 (non-recoverable system error). The patient had been on therapy for some time and was in the rewarm phase when device began alarming. Mss had nurse to power off device and power back on and selected continue current patient and again received error 72 (non-recoverable system error). Mss explained nurse that they would need to swap out device and send this one to biomed for evaluation. They confirmed they do have another device they could use.